Event description:
It was reported that during a colon resection procedure, the stapler laid down staples but did not cut thru the tissue. The surgeon used another device to successfully perform the anastomosis. No adverse patient consequence.